Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: update from the clinical specialist (cs) / he recreated the surgeon profiles and the issue was resolved.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the plan phase of a cranial resection (nexframe) procedure, the site did not have probe's eye view as an option in plan. They had a 4 up view. They cycled views and then probes eye was available in one layout, but when they cycled back views to the original layout probes eye was unavailable again. Technical services (ts) recommended deleting custom surgeon profile after the case, remaking based on standard profile to see if it resolved the issue. There was no delay to the procedure. There was no reported impact on patient outcome.